Manufacturer narrative:
Based on the claim against the product by the customer noting site experienced drape recognition issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the usm. The system was tested and verified for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the unit was returned as a doa and failure analysis, with a reported failure error code 31010. The unit was tested on an in-house system and triggered no related errors however it did trigger error 22023 on the insertion. Remote fe errors logged 31010 and 282 were verified. During the inspection, no fluid intrusion found on spar insertion, however excessive loctite/debris like metal shavings was found on carriage back presence pins when presence pin screw was removed. The carriage cover and top plate were removed for further investigation of fluid intrusion. Some signs of contamination were found on the rear presence pins and the screw seem to be stripped out of alignment. The unit went through testing on a psc fixture test platform (pftp), and it passed all required tests. The error was confirmed, but not replicated. As a precaution all presence pins, all presence pin screws, top plate, accl pca, will be replaced to address the customer reported problem. The complaint regarding site experienced drape recognition issues was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Isi review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed the following possible related system errors: 31010 (sterile adaptor sensor missing on usm3). Procedure logs confirm a cholecystectomy procedure was performed on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to error 31010. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operating staff contacted technical support to report that the site experienced drape recognition issues on arm 3 during both procedures today. The site was able to get the drape to recognize and completed the procedures. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed logs and noted 31010. The tse recommended inspecting presence pins, but caller was not with the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no procedure delays.